Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was thermal event.

Manufacturer narrative:
This complaint was received via medwatch and due to the lack of contact information, the customer could not be contacted regarding returning their device. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: battery pack loud and hot probable root cause for flow too high : 1. Material/design error 2. Constant irrigation flow is not maintained leading to limited field of view 3. Stopcocks in improper configuration 4. Large anatomy 5. Missing o-ring 6. Damaged or deformed o-ring 7. Pump malfunction (motor, control board, harness, power supply, battery, or cassette) 8. Clogged tubing 9. User error probable root cause for heat : 1. Material/design error 2. User error probable root cause for too much noise or undesired noise: 1. Loose component inside 2. Fluid leaking 3. Design error 4. User with poor hearing the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was thermal event.